Event description:
It was reported to ge healthcare that the unit's handle broke while trying to pick up the device from a table. There was no pt involvement.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.